Event description:
Pulled 20 packs of the podiatry pack, # (B)(4), lot# 516321, exp date 2020-09-01, mfg date 2018-12-11. In order to get these replaced due to a hair being found in a sterile pack the other week, we are now pulling this lot and need replacement with a new lot number. If the 516321 lot number is all you have at the time, please do not send them and have a new lot# created. I need to know by 11 am if this is still the current lot number that cardinal has in stock. FDA safety report ID # (B)(4).